Event description:
It has been reported that device on/off button is not functioning properly.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: june 2007.